Manufacturer narrative:
Intuitive followed up and obtained additional information. The issue with this is scope is when it was not attached to the robot (during port insertion) the gray part of the endoscope would move freely. When it was attached to the robot, the scope seemed to function ok. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with the shaft bearing contributing to friction. The endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The probable root cause of the binding is attributed to component susceptibility to increased friction. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The housing shell exhibited laser marking fading and/or removed. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was visually inspected and found with minor cut to the cable insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus moved freely. Should be fixed orientation. The procedure was completing as planned with no reported injury.